Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified unspecified vessel of the forearm. A 6.0mmx20mmx40cm sterling¿ balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 10 atmospheres after being inflated for 3 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).